Manufacturer narrative:
The alerts and reminders feature for 6.80.0 was enabled for one customer. Ge healthcare integrated it solutions has provided the affected customer with a software correction for both issues. This correction will also be implemented in any new release of this software going forward.

Event description:
Nurse reported that the alerts and reminders icon was gray, indicating unassigned alerts and reminders when reminders were assigned. There was no report of adverse patient outcome associated with this event.